Event description:
The patient reported that they felt stimulation in the wrong location, noting that they feel it in the right labia, before it felt up further in pubic area. It was indicated that the device is not helping with the patient's symptoms, and that the patient might have a bladder infection but they are not sure. The patient also stated that the trial system worked much better than the implanted system, and that the ins stretched their skin. They have some pain but noted that they have always had it. It was further indicated that the patient was in program 2 and it was working good and then all of a sudden it seemed like it wasn't working. All events listed above occurred sometime in (B)(6) 2016. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.